Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. Correction: d, f, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient had an erratic temperature and they swapped out the temperature probe. Patient temperature was below target temperature, and they were receiving low flow alert. Only three pads connected universal and 2 leg pads. Esophageal probe in place now. Target temperature was 35c, patient temperature was 34.5c, water temperature was 38.3c, flow rate was fluctuating (B)(6). Nurse noted with latest temperature drop nurse was administering medication through orogastric (og) tube so nurse could understand that drop. Mis walked through stop therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors. Mis confirmed audible clicking noises with each connection. All lines were straight with no bends or kinks. System diagnostics were outlet monitor temperature (t1) was 34.4c, outlet control temperature (t2) was 34.2c, inlet temperature (t3) was 33.6c, chiller temperature (t4) was 5.4c, water flow rate was (B)(6), inlet pressure was -7 psi, circulation pump command was 55 percent, mixing pump command was 0, heater was 31, water reservoir level was 4, system hours was 5288.5, pump hours was 4623.3. Patient trend indicator shows 1 bar trending upward. Noting device appears to be responding to patient temperature appropriately and trend shows patient should be nearing target temperature within the next 30 minutes to an hour. Mis suggested adding the two chest pads as four pads were needed for optimal flow and coverage was crucial for temperature management.

Event description:
It was reported that the patient had an erratic temperature and they swapped out the temperature probe. Patient temperature was below target temperature, and they were receiving low flow alert. Only three pads connected universal and 2 leg pads. Esophageal probe in place now. Target temperature was 35c, patient temperature was 34.5c, water temperature was 38.3c, flow rate was fluctuating 1.5 lpm. Nurse noted with latest temperature drop nurse was administering medication through orogastric (og) tube so nurse could understand that drop. Mis walked through stop therapy, drain pads, disconnect and reconnect holding nowhere near clear connectors. Mis confirmed audible clicking noises with each connection. All lines were straight with no bends or kinks. System diagnostics were outlet monitor temperature (t1) was 34.4c, outlet control temperature (t2) was 34.2c, inlet temperature (t3) was 33.6c, chiller temperature (t4) was 5.4c, water flow rate was 1.6 lpm, inlet pressure was -7 psi, circulation pump command was 55 percent, mixing pump command was 0, heater was 31, water reservoir level was 4, system hours was 5288.5, pump hours was 4623.3. Patient trend indicator shows 1 bar trending upward. Noting device appears to be responding to patient temperature appropriately and trend shows patient should be nearing target temperature within the next 30 minutes to an hour. Mis suggested adding the two chest pads as four pads were needed for optimal flow and coverage was crucial for temperature management.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.